Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp indicated that the cause of the tightness and pain was not determined because they have not seen the patient since. The patient was advised to monitor their symptoms and call if they worsened. They have a phone call on (B)(6) 2018 to follow up and see how the patient is doing. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type: lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient started having more pain after the staples from the implant surgery were taken out. When the patient would sit and/or cross their right leg, their right side was real tight and very painful. The caller stated they "felt like the wire was too tight". It was noted that turning down the stimulation did not help; the patient had turned down the stimulation and they were at the lowest setting. They were redirected to the doctor. No further complications were reported or anticipated.